Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached but intact from its base and connected only by the conductor wire. The detached grip piece was hanging from the instrument. The broken molded insulator piece was not returned with the instrument.

Manufacturer narrative:
The force bipolar forceps has not been received; however, failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the force bipolar forceps broke. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.